Event description:
Information received with return of the explanted device notes that one day post implant, the patient experienced atrial fibrillation. Intermittent atrial undersensing was observed in the ddd mode.